Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.   Device manufacture date: monitor: 04/25/2014, electrode belt: 05/20/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was at home at the time of passing. Review of the download data, indicates the patient received fourteen inappropriate shocks in response to CPR/motion artifact. The response buttons were not pressed during the events. The device detected asystole 13 times from 22:18:33 to 22:28:44 with a idioventricular rhythm at 30 bpm slowing to an idioventricular rhythm at 10bpm with pvc's degrading to asystole with intermittent cardiac activity. At 22:35:23 the device detected an arrythmia with the patient in asystole with CPR artifact. Gel was release at 22:35:46. The first five treatments occurred from 22:48:06 until 22:49:52 and the patient's rhythm was obscured by CPR/motion artifact at the time of the five treatments with the post shock rhythm also being obscured by CPR/motion artifact. At 22:50:35 the device detected an arrythmia and the patient was in an idioventricular rhythm at 95 bpm. The sixth treatment was delivered at 22:53:59 when the patient was in asystole with CPR artifact, the post shock rhythm was asystole with CPR artifact. The seventh treatment was at 22:54:28 when the patient was in asystole with CPR artifact with the post shock rhythm being an idioventricular rhythm at 95 bpm. Treatment 8 was delivered at 22:55:03 when the patient was in an idioventricular rhythm at 95 bpm and the post shock rhythm was also an idioventricular rhythm at 95 bpm. Treatment 9 was delivered at 22:55:29 with the patient's rhythm being an idioventricular rhythm at 90 bpm with a post shock rhythm of an idioventricular rhythm at 95 bpm. Treatments 10, 11, and 12 occurred from 22:56:58 until 22:57:51 when the patient was in an idioventricular rhythm at 95 bpm with the post shock rhythm also being an idioventricular rhythm at 95 bpm. Treatment 13 occurred at 22:58:18 when the patient was still in an idioventricular rhythm at 95 bpm, the post shock rhythm was an idioventricular rhythm at 95 bpm degrading to asystole. When the last treatment, treatment 14, occurred at 22:58:44 the patient was in an idioventricular rhythm at 90 bpm and the post shock rhythm was an idioventricular rhythm at 95 bpm. At 23:05:58 the device detected asystole and the patient was in asystole until the device shutdown at 23:22:39 on (B)(6) 2019.